Manufacturer narrative:
Date sent to FDA: 02/25/2020.

Manufacturer narrative:
Date sent to the FDA: 10/5/2021. Additional information: a2, d3.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the manufacturing records was performed and indicates that there were no quality concerns associated with the manufacturing process.

Event description:
It was reported by an attorney that the patient underwent ventral hernia repair surgery on (B)(6) 2012 and mesh was implanted. It was reported that the patient underwent a laparoscopy surgery on (B)(6) 2014 due to severe abdominal pain during which the surgeon noted extensive adhesions in the right lower quadrant of plaintiff¿s abdomen, involving the bowel and the previously placed mesh. There was an area of deformity at the original repair site. No additional information is provided.